Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that at 11am robot start-up was normal and loaded fully until the patient folder screen. The robot then needed to be unplugged and repositioned to orient to the patient bed. During the second start-up the screen remained at the windows start-up screen frozen and the loading circle was not circulating. The screen remained frozen for another 2 minutes, so a manual shutdown was necessary. After the manual shutdown start-up was normal and loaded fully. The complaint occurred before surgery, created no patient injury, and case delay was less than 5 minutes. 12pm: while returning to the home position after the last trajectory was completed, the background screen on the guidance page changed from black to white. The trajectories and guidance page were then gone, and the screen was frozen on a white background. After a full shutdown was completed, the robot loaded normally and the patient folder had been saved. The complaint occurred after surgery, created no patient injury, and case delay was less than 5 minutes.

Event description:
It was reported that at 11am robot start-up was normal and loaded fully until the patient folder screen. The robot then needed to be unplugged and repositioned to orient to the patient bed. During the second start-up the screen remained at the windows start-up screen frozen and the loading circle was not circulating. The screen remained frozen for another 2 minutes, so a manual shutdown was necessary. After the manual shutdown start-up was normal and loaded fully. The complaint occurred before surgery, created no patient injury, and case delay was < 5 minutes. 12pm: while returning to the home position after the last trajectory was completed, the background screen on the guidance page changed from black to white. The trajectories and guidance page were then gone, and the screen was frozen on a white background. After a full shutdown was completed, the robot loaded normally and the patient folder had been saved. The complaint occurred after surgery, created no patient injury, and case delay was < 5 minutes.

Manufacturer narrative:
A full analysis of the data logs.this analysis concluded that the frozen screen when the device was started was due to a windows issue that cannot be identified. The second freeze of the screen was due to a memory allocation issue.